Manufacturer narrative:
The tech replaced the left side communication housing assembly to resolve the issue.

Event description:
Technician alleged no sound when the bed exit is triggered, no alarm sounding. No pt impact.